Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that hair was found.

Manufacturer narrative:
No samples or photos are available for evaluation. Unfortunately, as a result, the failure mode could not be verified at this time. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. The most probable root cause is inadequate gowning by associate (s) during the manufacturing of the product. Production record review was completed on lot 9339865 and no non-conformances were noted during the manufacturing of this lot. The only complaint has been received for reported defect and lot. Corrective action has been implemented. This includes the addition of a headband as part of the protective equipment worn by the operators. The implementation of the headband was made on december 20, 2019. The lot in question was manufactured on 11/20/2019 prior to the implementation of the corrective action. This failure mode will continue to tracked and trended. H3 other text : see narrative below

Event description:
It was reported that hair was found.